Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) error, and a request was made to have data from this device analyzed. To date, no device data has been provided by either the field or the facility for analysis. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
Evidence suggests this device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) error, and a request was made to have data from this device analyzed. To date, no device data has been provided by either the field or the facility for analysis. No adverse patient effects were reported. This product remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
Data analysis performed by boston scientific technical services noted the observed error message was a benign patient data (pd) error rather than the reported bd error. Technical services confirmed the device is operating normally with no evidence of premature battery depletion (pbd).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) error, and a request was made to have data from this device analyzed. To date, no device data has been provided by either the field or the facility for analysis. No adverse patient effects were reported. This product remains in service. Additional information: the patient performed a patient-initiated interrogation (pii), and data was sent to technical services for review. Technical services noted the observed error message was a benign patient data (pd) error rather than the reported bd error. The device is operating normally with no evidence of premature battery depletion (pbd).